Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The stent remains in patient and the delivery system was discarded. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three additional graftmaster devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation of the left main (lm) artery, proximal left anterior descending (lad) artery and circumflex (cx) in between cardiopulmonary resuscitation (CPR). The 3.5x16mm graftmaster covered stent was inflated once with a pressure of 18 atmospheres (atms) and was deployed in the lm artery. Another 2.8x19mm graftmaster covered stent was inflated once with a pressure of 18 atmospheres (atms) and was deployed in the same artery. The 3.5x19mm graftmaster covered stent was inflated once with a pressure of 16 atmospheres (atms) and was deployed in the lad artery. The 2.8x16mm graftmaster covered stent was inflated once with a pressure of 16 atmospheres (atms) and was deployed in the cx artery. Unfortunately, the stents did not seal the perforations due to the perforations appearing to be very significant, angiographically, and blood leak was massive. More than 2 hours into cardiopulmonary resuscitation (CPR), after exhausting all possible resources and not getting any results, the patient died. The extent was such, that the localized areas of contrast leak were hard to identify, it certainly involved the left main coronary artery and it's bifurcation. Even after placement of graftmaster stents, the leak continued and the difficult anatomy (calcification), presence of bifurcation and the extent of perforation, all played a role in the inability to seal the leak, while the CPR was ongoing. Malposition probably also played a role. It was reported that the patient's health was declining prior to use of the graftmaster covered stent and did not cause or contribute to complications or adverse events. The patient expired due to cardiogenic shock and no response to CPR and the use of the graftmaster did not contribute to the patient death. No additional information was provided.